Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by a peritoneal dialysis nurse that a system error 2240 (air in line/set) alarm occurred on the homechoice device before use. There was no patient involved, and therefore no injury or medical intervention. No additional information is available.